Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump is not functioning properly. Customer was instructed to run the selftest and it passes. Then to perform rewind and prime; piston rewinds but will not prime. Piston will not move forward at all. Battery is not low. Customer is an electrician and is near transformers; device was possibly exposed to magnetic fields. Blood glucose value was 18.7 mmol/l. Nothing further reported.